Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, product type: extension. Product ID neu _unknown_lead, product type: lead. (B)(4).

Event description:
A consumer reported that a patient whose indication for use is parkinson's dual had an infection and wires coming out. It was noted that the symptom location mentioned was the brain. The patient had a lot of problems initially and the initial problems had started in 2004. The patient had additional surgeries to correct, the patient had about 12 surgeries to take care of problems. Further follow-up is being conducted to obtain information about the cause, troubleshooting and actions/interventions taken to resolve the infection and wires coming out and the outcome. If additional information is received a supplemental report will be submitted.